Event description:
Appears to be farfield oversensing on the atrial lead on stored egm or current egm. Atrial lead position check failed (B)(6) 2020. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).